Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that there ended up being no infection. The last stitch at the incision had not dissolved or came out and stuck out causing an irritation and some discomfort. No action was taken. There was no infection. They were still having discomfort.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they had discomfort since the implant was put in. She gradually felt worse. The patient experienced discomfort where the implantable neurostimulator (ins) was located. At first, she thought it was a part of the healing process. She could not sit comfortably. Part of the time it felt like it was the very tip of the tailbone. She felt like she was sitting on a piece of metal. At other times, it felt like her hemorrhoids were really flaring up. It just shifted from one thing to another and she could not sit comfortably. The only time the patient was comfortable was when she took her sleeping pill and went to bed at night. Since being implanted, she feft itching and it got worse and worse. Now it felt almost like a burning or stinging on the inside. She felt a little sting occasionally in the ins area but was not sure if it was normal at first. About 1-2 days post-implant surgery, the patient noticed redness. It was red and hot. There was a circle about maybe 4-5 inch in diameter. It was a circle on one end of the incision and was red and hot to the touch. She went to the health care professional (hcp) and they did not say anything. The patient guessed that the hcp was thinking it could be an infection and the hcp would not give her antibiotics if they did not think it was an infection. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome, troubleshooting performed, or actions/interventions taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.